Event description:
It was reported that a patient developed swelling of the right eye after placement of ah plus root canal sealer; the patient plans on having allergy testing conducted, though exact outcome of the event is unknown as of this report.

Manufacturer narrative:
While it is unknown if the ah plus used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Further information pertaining to outcome of this event will be reported if it becomes available.